Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 500+ mg/dl, with large ketones, not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received, therefore no additional information was obtained.